Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 , h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "microcalcifications" and "lobulation of its edges and laminar collections".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and inflammation/irritation.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿capsular contracture baker grade ii-iii¿, and ¿capsulitis." The left side device remains implanted.